Manufacturer narrative:
Model: 690r28, annuloplasty ring; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) phoned into technical services requesting information regarding the patient's right atrial (ra) lead far field r-wave (ffrw) oversensing resulting in inappropriate atrial tachycardia (at) / atrial fibrillation (af) detection by their implantable cardioverter defibrillator (ICD). Potential reprogramming options were presented to the ahp. Follow-up was conducted with the patients clinic. The ahp at the clinic was able to verify that the patient has not been seen in-office yet. An in-office visit is scheduled for later this month. Currently, no reprogramming has been completed at this time. The device and lead remain in use. No patient complications have been reported as a result of this event.